Event description:
It was reported that during a ptca/stent procedure stent separation occurred upon withdrawal of the stent delivery system into the guide catheter which is contrary to the ifus. The stent was retrieved from the coronary artery with a snare. Reportedly no pt injury was associated with this event.